Event description:
The stent (subject device) was returned for analysis, and it was discovered that the stent was deformed and was prematurely deployed during preparation. The stent delivery wire of the subject stent was kinked/bent and was broken/fractured during use. Also, the distal tip of the introducer sheath was noted to be damaged. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a deployed condition, which is aligned with good faith effort (gfe) comments. The stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was noted to be intact. All 3 marker bands were present on both ends of the stent. The stent was deformed at the proximal (closed cell) end. Approximately 8mm appeared to have been cut from the introducer sheath distal tip. The sdw was kinked/bent towards throughout its length. The distal tip of the sdw was broken/fractured, with the distal bumper to tip section not returned. A functional inspection could not be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that once the microcatheter was advanced to the desired position, the physician attempted to deploy the stent. After the introducing sheath of the stent was positioned against the microcatheter, the physician started to push the stent through the microcatheter. The physician felt that segment of the stent has entered the microcatheter however the resistance was encountered when attempting to continue advancing the stent. During advancing the stent, the stent became kinked/bent and got stuck inside the introducer sheath. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. Based on a review of all available information and the analysis of the returned device it is probable that due to significant resistance while advancing the stent through the microcatheter, the stent had become deformed resulting in getting stuck inside the introducer sheath which caused the reported events. The reported event ¿stent difficult/unable to transfer¿ and ¿stent deformed¿ will be assigned a probable cause of procedural factors and the analyzed event ¿stent deformed¿, ¿stent deployed prematurely during preparation¿, ¿sdw kinked/bent¿, ¿sdw broken/fractured during use¿ and ¿stent introducer sheath distal tip damaged¿ will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use of the stent.